Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during blood sampling, upon removal, the needle detached from the syringe body and fell. Nurse was exposed to blood, but no clinical consequences resulted. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
One unused sample from the same lot was returned for evaluation. Visual inspection of the sample did not reveal any defects or anomalies. During functional testing, the cannula was tightened to the device per direction found in the instructions for use. No leakages or detachment of the cannula was observed. The returned device was found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.